Manufacturer narrative:
No button error alarm noted. Pump received with intermittent button response due to corroded keypad traces. Pump received with cracked case at the display window corner, cracked reservoir tube lip, stained endcap sticker, stained address/serial number label and minor scratched lcd window.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that when attempting to bolus, numbers continued to scroll. Customer reports that insulin pump may have been exposed to sweat. Customer's blood glucose was 140 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.